Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump keep alarming button error. He attempted to remove the battery but the anomaly persisted. Customer's blood glucose was unknown. Customer stated 30 minutes prior to the alarm occurring he was outside and was attempting bolus when it started to rain. The device wasn't soaked but it was exposed to the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.